Manufacturer narrative:
Eval, results: pt's condition affected effectiveness of device (severe tortuosity) eval, conclusions: device failure/lack of effectiveness related to pt condition (severe tortuosity).

Event description:
A 2.0 mm x 12 mm sprinter rx dilatation balloon catheter was used to pre-dilate an unk lesion. The lesion morphology was reported to be severely tortuous with no calcification and 90% stenosis. It was reported that the balloon was advanced to the intended lesion site and upon inflation of the balloon, the balloon ruptured at a pressure of 8 atmospheres. The balloon was successfully removed from the pt as one unit. Another device was used to successfully treat the lesion. No clinical sequelae were reported and the pt is reported to be fine. Medtronic has received the device and its analysis has been completed. A longitudinal tear was evident on the balloon material. A jagged edge on the balloon burst site indicated that the balloon material was damaged at the site prior to bursting. The balloon burst site was confirmed to be on the fold-line on the outside edge of the fold. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.